Event description:
Patient presented to surgeons rooms for six week check up post tkr a surgery. Surgeon noted the leg to be in varus alignment. Patient stand that she had fallen in rehabilitation on two occasions. Current x-rays of the leg confirmed peri prosthetic fracture at the medial tibial plateau. Patient was booked for revision of left tkr. Tibial baseplate was removed and replaced with triathlon ts baseplate with medial augment, offset and stem.

Manufacturer narrative:
An event regarding a tibial periprosthetic fracture involving a triathlon primary baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: the device shows damage consistent with explantation but is otherwise unremarkable. -medical records received and evaluation: not performed as medical records were not provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine a root cause. It is noted that the patient had fallen in rehabilitation on two occasions. No further investigation is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient presented to surgeons rooms for six week check up post tkr a surgery. Surgeon noted the leg to be in varus alignment. Patient stand that she had fallen in rehabilitation on two occasions. Current x-rays of the leg confirmed peri prosthetic fracture at the medial tibial plateau. Patient was booked for revision of left tkr. Tibial baseplate was removed and replaced with triathlon ts baseplate with medial augment, offset and stem.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.